Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012202112); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012192782); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with a left coronary artery of approximately 8 mm in height, an unspecified protection was implemented due to a risk of coronary artery occlusion. Subsequently, the valve was inserted into the patient and deployed to 80%. Blood flow to the coronary artery was confirmed, and the valve was fully released. Following full release of the valve, blood flow to the coronary artery became ischemic and hypotension was noted. A stent was placed, but the patient's blood pressure remained hypotensive. Percutaneous cardiopulmonary support was suddenly initiated. Per the physician, a limit of further intervention had been reached and the procedure was converted to surgery. The valve was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.